Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'device acknowledges set at load points 3/4 when not loaded' which was not reproduced during evaluation. Evaluation found the pump was able to detect the tube being load or unload as intended. Evaluation was able to perform a pretest as intended. The cause of the symptom was determined to be an out of specification force sensor digital pot. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump acknowledged a set at load points 3/4 when not loaded. There was no known patient injury or medical intervention associated with this event. No additional information is available.